Event description:
It was reported by service report that the left side rail was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged pivot arm on siderail.